Manufacturer narrative:
The medical device remains implanted. Return not possible. Additional stent graft was used.

Event description:
The following information was reported to gore: on (B)(6), 2018, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. During the procedure, distal type I endoleak in the right limb was noted. The patient tolerated the procedure. On an unknown date, enlargement of aneurysm diameter and suspected distal type I endoleak in the right limb were noted. On (B)(6), 2021, the patient underwent reintervention. The additional stent graft was deployed to extend the device distally. The patient tolerated the procedure.